Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode, which automatically disabled the minute ventilation (mv) sensor. The health care professional (hcp) involved indicated that this patient suffers from atrial fibrillation (af). At this time, no further information is available. The device remains in service and no adverse patient effects were reported.